Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The pump had minor scratched display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip.(B)(4)

Event description:
The customer's father reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 102 mg/dl. The father stated that his son removed the pump to take a shower and dropped the pump on the floor. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.